Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 189 mg/dl. The customer changed the infusion site. As the customer changed the site prior to contacting tandem technical support. Troubleshooting to determine a possible cause of this occlusion was not performed.